Event description:
Reporter alleged obtaining discrepant blood glucose results of 214 mg/dl back to back with a result of 95 mg/dl when testing was performed 2 minutes apart on the compact plus system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing and self treated with candy. No other actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.